Manufacturer narrative:
The reported events of dislodgement, capturing problem, and sensing problem were not confirmed. Final analysis found the helix was within specification and the device exhibited normal device characteristics without any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of dislodgement, capturing problem and sensing problem were confirmed. Final analysis found the inner helix was measured and found to be compressed. The compressed inner helix may have contributed to the event noted in the field. Telemetry, pacing, sensing and output features were analyzed and the device exhibited normal device characteristics. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. No further anomalies were detected. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that post-implant, it was noted that the atrial leadless pacemaker (lp) exhibited far r-wave over-sensing and was inappropriately capturing the ventricle. Chest x-ray confirmed lp dislodgement. The lp was explanted and replaced with a traditional implant. The patient was stable.